Event description:
It was reported that the patient received inappropriate shocks. Recommendations were suggested to the cardiac technician¿s team and will be reviewed with the physician. The device remains implanted. Patient conditions were not reported.